Event description:
New information received notes there was phrenic nerve stimulation as a result of the dislodgement.

Manufacturer narrative:
Correction - h6- needed to include "therapy delivered to incorrect body area".

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's atrial lead presented with dislodgment a day after implant. This was suspected due to low p-waves and confirmed by x-ray. The lead was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.